Manufacturer narrative:
The insulin pump had down arrow button did not respond due to flattened button dome switch. Unable to verify battery out limit alarm due to no button response. The insulin pump received with minor scratched display window,cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was performed. The device was returned for analysis.